Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the rep attempted to communicate with the ins approximately 4 different times with the clinician programmer and was not able to communicate. The rep stated that they did know that they were directly over the ins. The patient did not bring their patient programmer or recharger to the appointment and they wanted to assess their loss of therapy/benefit. It was reported that there was suspected confusion by the patient as they had indicated that they had a recharge session yesterday and were communicating with the ins a few days ago. It was asked but was unknown when the return of pain began. The rep indicated a possible ins replacement. At this time they discussed it was unknown what the current status of the ins was (possibly overdischarged). It was advised that the rep have the patient return to their office with their recharger and their programmer. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.